Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false downstream occlusion alarms which were reproduced while running a loaded set. Evaluation found this condition was caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a constant downstream occlusion alarm. There was no patient involvement.